Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard (tm) ps open box femoral right interlok ,catalog # 183113, lot # 905010; biomet arcom all poly pat. Button, catalog # 11-150828 lot # 909580; vanguard (tm) e-poly (tm) ps tibial bearing, catalog # ep-183660 lot # 889000; vanguard (tm) e-poly (tm) ps tibial bearing, catalog # ep-183660 lot # 383470; biomet (r) interlok fixed cruciate tibial plate with locking bar, catalog # 141235 lot # 905260; biomet (r) interlok fixed cruciate tibial plate with locking bar, catalog # 141235 lot # 744910. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-01807, 0001825034-2019-01811, 0001825034-2019-01816, 0001825034-2019-01817, 0001825034-2019-01822, 0001825034-2019-01825. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.